Event description:
Philips received a complaint on the v60 ventilator indicating that there was a battery failed error message. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) of the alarm. The rse performed troubleshooting with the customer and confirmed the occurrence of a backup battery failed diagnostic code in the event log. The customer stated that the device alarming is only used for training purposes and asked if the battery can be removed. The rse confirmed that the device could be used with no backup battery, but that it would only operate on ac power. The customer accepted this, stating it was fine, and asked for help with removing the backup battery. The rse provided the customer with the steps to remove the backup battery. The investigation concludes that no further action is required at this time. If additional information is received, a supplemental report will be submitted.